Event description:
In 2006, a physician successfully deployed an emboshield into the left internal carotid artery; the xact stent was successfully positioned and deployed; post-stent dilatation was not performed; the emboshield was successfully retrieved. It was reported that the pt experienced aphasia. The date of resolution was six days later. The pt stayed in the hosp and was discharged to home on the same day.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.